Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the graft 1st diagonal. Approximately 22 months post index procedure, patient suffered from cardiac arrest and died on the same day. Death was classified as sudden cardiac death. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Cec adjudicated the death end point as vascular death.